Event description:
It was reported the pt's programmer would increase when the decrease amplitude button was pressed. A replacement programmer was sent to the pt, however, it was returned as undeliverable. The physician had the same address for the pt, so a replacement cannot be provided until an address is obtained.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.